Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hopsital by our field service engineer. The investigation concluded that the gas analyzer needed a calibration. Apart from the gas analyzer issue, no issues were found or reproduced. After the gas analyzer calibration and a software update, successful checks were performed and the device was returned to clinical use. The received device logs confirm alarms for low expiratory minute volume and high airway pressure. Since leakage alarms were generated off and on during the case, it is possible that temporary leakages in the system contributed to the issues but we have not been able to with certainty determine the true cause.

Event description:
During patient treatment, the anesthesia workstation showed abnormal expiratory values and alarms for high airway pressure was generated. There was no patient harm. Manufacturer´s ref #: (B)(4).